Event description:
A webform complaint was received in which it was reported a customer received a unspecified error message on the adc device and was unable to obtain readings. As a result, customer experienced tremors and a seizure. As a result, customer received treatment of dextrose by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Additional information: section d4 (serial no) has been updated from (B)(6) to (B)(6) section d4 (device expiry date) & h4 (device mfg date) have been updated based on the returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Extracted data using approved software sensor was found to be in state 1 (indicating initial factory state) wih an insertion failure (event log 5). Watermark was not observed at the sensor base indicating the sensor tail was not properly inserted. Therefore, this issue is not confirmed to tail not properly inserted. An extended investigation has also been performed for the updated serial number. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a unspecified error message on the adc device and was unable to obtain readings. As a result, customer experienced tremors and a seizure. As a result, customer received treatment of dextrose by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.